Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a 60-year-old female patient, the device displayed an "ECG monitoring failure" error message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including full functional testing and ECG stress testing without duplicating the report. The defib receptacle was replaced as a precaution. The device was recertified and returned to the customer with a new multifunction cable. The multifunction cable used was not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.